Event description:
As reported, during a stone extraction in the left ureter, an ncircle tipless stone extractor was utilized. The "top" of the basket became dislodged inside the patient. An alligator grasper was used to retrieve the dislodged portion of the basket (reference patient identifier (B)(6)). Another basket was used and the wires became detached from one side, but did not detach from the device. The entire device was then removed intact (reference this report). A third device was utilized to complete the procedure without any further issues. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. As reported, during a stone extraction in the left ureter, an ncircle tipless stone extractor was utilized. The "top" of the basket became dislodged inside the patient. An alligator grasper was used to retrieve the dislodged portion of the basket (reference patient identifier 416197). Another basket was used and the wires became detached from one side, but did not detach from the device. The entire device was then removed intact (reference this report). A third device was utilized to complete the procedure without any further issues. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation. One basket wire was observed to be pulled completely free from the basket sheath and was only kept in place by the loop at tip of formation. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the DHR or search for other complaints from the product lot due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, did not provide any information related to the reported issue. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded the cause of the wire separating could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.